Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, about two strips of tissue were morcellated and then the blade would not rotate. Different disposables and footswitches were tried with no success. Once the unit was turned off, the unit could not be turned on again. No power was getting to the unit. The hysterectomy was completed laparoscopically, and the cervix was removed.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom that the motor drive unit would not turn the disposable blade was verified. The unit would not power on, therefore, the blade didn't turn and the disposables and footswitches didn't work. The power supply was found defective and was replaced.